Manufacturer narrative:
A ship history review identified three batches that were supplied to the facility prior to the event. The device history record review of these batches confirms that the device met all material, assembly and performance specifications.

Event description:
The patient presented with a ruptured anterior communicating artery (acom) aneurysm. Thrombus formation was noted at the distal tip of the guiding catheter as it was being advanced through the internal carotid artery. Reopro was given to successfully resolve the thrombus. The coil embolization was completed after resolving the thrombus formation. There were no reported clinical consequences to the patient. The patient was reportedly in a stable condition recovering from the initial bleeding. The physician is uncertain if the event related to the patient condition or to the device.

Event description:
Thrombus formation was noted at the distal tip of the subject device as it was being advanced through the internal carotid artery. Reopro was given to successfully resolve the thrombus. The procedure was aborted. There were no reported clinical consequences to the patient. The physician is uncertain if the event related to the patient condition or to the device.

Event description:
Thrombus formation was noted at the distal tip of the subject device as it was being advanced through the internal carotid artery. Reopro was given to successfully resolve the thrombus. The procedure was aborted. There were no reported clinical consequences to the patient. The physician is uncertain if the event related to the patient condition or to the device.

Manufacturer narrative:
(B) (4). Anticipated procedural complication. The device was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.